Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated. (B)(4).

Event description:
It was reported that during the changeout procedure of this implantable cardioverter defibrillator (ICD) the field representative questioned the charge time of the ICD. Technical services (ts) reviewed the available data and noted a long charge time of twenty seconds. Ts also observed that the patient had ventricular fibrillation (vf) two weeks prior in which shocks were provided. The first shock out of three shocks had been diverted. It was discovered that the patient had vf that had been undersensed due to the very fine and erratic morphology of the vf. Subsequently, the ICD was explanted for normal battery depletion and replaced with a new device. No additional adverse patient effects were observed due to a device malfunction.

Event description:
It was reported that during the changeout procedure of this implantable cardioverter defibrillator (ICD) the field representative questioned the charge time of the ICD. Technical services (ts) reviewed the available data and noted a long charge time of twenty seconds. Ts also observed that the patient had ventricular fibrillation (vf) two weeks prior in which shocks were provided. The first shock out of three shocks had been diverted. It was discovered that the patient had vf that had been undersensed due to the very fine and erratic morphology of the vf. Subsequently, the ICD was explanted for normal battery depletion and replaced with a new device. No additional adverse patient effects were observed due to a device malfunction.

Manufacturer narrative:
This device was thoroughly inspected and analyzed. Review of device memory confirmed that the device had reached eri battery status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the shock charging circuitry of the device resulted in the lengthened charge times that triggered eri (note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.